Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that they were unable to pull medications, as the options were greyed out on the console. The technical support specialist (tss) had remotely accessed the medication enterprise system application server to review the reported issue. The tss reviewed user account settings by comparing a non-affected user and an affected user, confirming their assigned roles and areas within the medication management system. It was determined that the non-affected user was assigned a charge nurse role, while the affected user was assigned a nurse role, both linked to the same medication area. The tss then reviewed the security group permission settings for each role, identifying the medication and non-medication access categories assigned to them, including controlled medications, non-controlled medications, respiratory medications, non-medication items, and pharmacy key access where applicable. Based on this review, the tss confirmed that the role-based permission differences aligned with the observed behavior on the console. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple nurses were unable to pull medications from the med1 ER pyxis, including lorazepam IV, insulin, albuterol inhaler, pediatric hep b, and prolia, as these medications appeared greyed out on the console. The issue was first noticed around (B)(6). While some rns were unable to access and remove medications, other rns were able to log in and retrieve them on their behalf. This issue caused delays on medication access and administration. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.